Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were doing product maintenance on the system and when they were running the cut 5, or any cut at a low resistance, the power was very high. For cut 5 it was producing 80-90w. Multiple handpieces were tried with the same result. At a higher resistance, like cut 8, the power was normal. There was no patient involvement. No further issues were reported or anticipated. Additional information was received from the manufacturer representative (rep) reported they had follow up with the biomed, but a hospital contact was needed. Additional information was received from a biomed stating the generator would not be returned.